Event description:
It was reported that during a knee cx procedure, when the surgeon was trying to pierce the tibia, the flipcutter, ar-1204af-100, made a strange sound and stopped working. The case was completed by using ar-1204af-100 without further issue.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. The actuator tube was found to be detached from the hub, preventing the inner shaft from actuating the cutter tip. The most likely cause can be attributed to user error such as hitting the device with another device, prying/leveraging or excessive bending forces applied during use.